Event description:
It was reported from japan that the motor device produced vibration and generated heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the initial reporter's complete facility address and phone number were not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device generated heat was not confirmed. Therefore, an assignable root cause for the reported condition of heat was not determined. However, during evaluation, it was determined that the device had damaged flex circuit, was loose, ran in locked position, produced excessive noise, exhibited vibration, had damaged labeling, component damage and cord damage. It was further determined that the device failed pretest for visual assessment: (verify that all markings are present and legible and verify that the cord is not damaged), loctite assessment, cable assessment, safety assessment, noise assessment and hand control assessment. It was noted that the device had a cracked hose, deteriorated cap wire, loose housing pin and was rotating on safe. Therefore, the reported condition that the device ran in a locked position and exhibited vibration, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 11/28/2022 to 12/1/2022.